Event description:
It was reported the pt is experiencing inflammatory pain at the ipg site while charging. The pt reports the ipg feels superficial. F/u info identified a replacement 3722 charging system was sent to the pt which did not resolve the issue. The pt underwent surgical intervention to remove and replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.